Event description:
It was reported that during a percutaneous nephrolithotomy procedure, metal shavings were seen via camera in the pt. There was no incident report made by the facility. There was no delay in the procedure.

Manufacturer narrative:
Eval summary: visual inspection results of one (1) ultrasound probe showed the threads at the tip in good condition. The metal surface of the probe showed extensive wear at four (4) locations. The location and distance from the tip was 2 cm, 10 cm 17 cm and 31 cm. There were no metal shavings visible. There was no metal shaving returned for our inspection. Based on the info provided by user facility, we cannot determine if the source of reported metal shavings came from this probe. Visual inspection of one (1) other ultrasound probe, lot number m124200 that was returned for our inspection showed no signs of any damage. The appearance was of normal wear in use. Both probes were shipped to the user facility april 4, 2008. The user facility returned add'l probes for richard wolf inspection only. There were no mfg problems found with these probes. These probes were returned to the customer and/or advised customer to replace due to normal wear over period of time. Cause: another device caused the wear on the probe. Customer will be advised to inspect probes before and after procedure.